Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. No button error alarms were noted. All buttons functioned properly. However, moisture damage was noted on keypad traces. The insulin pump was monitored and no blank display was noted. All operating currents tested within specified range. However, moisture damage was noted on the electronic assembly.

Event description:
Customer states he got his insulin pump wet; as a result, he got a button error alarm then insulin pump shut off. Customer's blood glucose was 148 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced